Event description:
It was reported that patient received an alert for eri. The patient then felt another alert and upon interrogation the device had reached eol prematurely. Patient was asymptomatic. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was interrogated upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing, and the power consumption was normal. The original battery was sent to the vendor for further evaluation, and an internal battery anomaly was found to cause the premature battery depletion.